Manufacturer narrative:
Product analysis: as found condition: the solitaire fr 6-30 stent device was returned for analysis inside a dispenser coil, a sealed biohazard bag, and a shipping box. The reported non-mdt catheter was not returned. Additionally, the catheter model and size were not reported. Therefore, any contributing factors from the catheter, including compatibility with the stent, cannot be determined. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The stent¿s working and non-working length struts were in good condition. The glue domes outside the proximal marker were damaged, and the marker coil was in good condition. The pusher wire was in good condition, and no other anomalies were found. Testing/analysis: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thrombectomy procedure to treat an ischemic stroke in the right internal carotid artery - middle cerebral artery occlusion, there were difficulties encountered with the solitaire fr stent. The surgeon experienced challenges while passing the stent through the hub and noted rough pushing inside the microcatheter. Upon withdrawal and deployment, the tip of the stent was observed to be slightly flared, and stent damage was noted at the tip. The devices were prepared according to the instructions for use (IFU). The stent was replaced with another manufacturer's product, and the surgery was successfully completed. Patient baseline: mrs: baseline 5. Mrs: procedure 3. Nihss score: baseline 15. Nihss score: post procedure 3. Tici score: baseline 1. Tici score: post procedure 3. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the resistance was in the distal part of the catheter. A continuous saline flush had been administered and maintained as indicated in the IFU. The catheter used was not a medtronic device.